Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
See svn (B)(4) for the I/s notification customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of 460 mg/dl at the time of the incident. The customer was at 191 mg/dl at the time of the call. The customer has been having lows for several weeks. The customer used manual injections and the pump to treat. The customer experienced symptoms such as not feeling right. The customer was wearing the insulin pump during the incident. Troubleshooting was completed. The customer also reported having lows of 38 to 50 mg/dl in (B)(6). The customer was also using an expired infusion set. The insulin pump will not be returned for analysis.